Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history report. Part: 412.215s. Lot number: 161p614. Manufacturing site: (B)(4). Release to warehouse date: 29 jun 2021. Expiration date: 01 jun 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery with the femoral neck system (fns) implants. After the surgery, revision surgery was completed on (B)(6) 2022, due to the bone union failure, femoral neck shortening and pain. In this revision surgery, the surgeon had difficulty removing the fns implants. A handle/large with quick coupling and at25 stardrive¿ screwdriver shaft was used to remove the fns implants, but the implants could not be removed due to the distal screw being fixed firmly. Another company¿s screwdriver was used for the removal, and the screwdriver tip became stripped. It was suggested to use the insertion handle with force and attempt removal, but the surgeon chose to use a carbide drill. The plate came off, but the tip of screw remained in the bone. Another company's instrument was used, and residual fragments could be removed. The removal of implant for delayed union of femoral neck fracture and artificial head replacement were completed successfully without any surgical delay. This (B)(4) is linked to (B)(4) which reports about the bone union failure, femoral neck shortening and pain which occurred after the first surgery. (B)(4) reports about the event which occurred in the revision surgery. This is report 1 of 3 for (B)(4). This report is for a locking screw.